Event description:
The dental implant fx4512swc was removed on (B)(6) 2017 due to failure to osseointegrate 27 days after implantation. The doctor noted local infection and bone resorption during surgery. The patient has medical history of diabetes. The patient required another surgical intervention.